Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found cuts in the insulation 145 mm from the terminal pin, and also in the suture sleeve. Cathode coil is wavy just distal of the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. (B)(4).

Event description:
It was reported that the right atrial lead was explanted and replaced during a therapy upgrade procedure, as it was damaged during a previous bypass surgery. Low amplitude/poor morphology and high pacing thresholds were observed as a consequence of the lead damage. No additional adverse patient effects.